Event description:
It was reported that the customer's insulin pump was not allowing filling the tubing because it was frozen. The caller also stated that the buttons were unresponsive. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display and constant tone due to a faulty component in the interface board. Further testing could not be performed due to the frozen display. The device had scratched lcd window and missing end cap sticker.